Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of flow error could not be evaluated for due to an unrelated error. The device passed flow rate testing prior to being released to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a flow error. There was no known patient injury or medical intervention associated with this event. No additional information is available.